Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the double counting on ventricular sensed beats was observed on the current electrograms (egm). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.